Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that since at least the beginning of this year, they were having a lot of pain in the right side where the implant was. The patient stated sometimes it hurt when sitting down and sometimes when walking. The patient had not been in any accident or had any hard falls. The patient went to the gastroenterologist and they did not know where it was coming from. The patient stated having xrays. The agent redirected the patient to their healthcare provider (hcp). The patient stated feeling stimulation at the implant site when turning on/off therapy. The agent redirected the patient to their hcp. The patient stated they had moved and did not have a managing interstim doctor there and would discuss more with their other doctor.